Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, product ID 8590-1, lot# n273295, implanted: 2010-(B)(6), product type accessory. (B)(4).

Event description:
Additional information received reported that the patient had 2 granulomas from dilaudid and the other drugs were barely keeping the pain in check. The pump was currently used to infuse bupivacaine and fentanyl. It was unclear if the pump in question contained baclofen at the time of the event. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n273295, implanted: (B)(6) 2010, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported replacement of the intrathecal catheter occurred on (B)(6) 2014. It was also noted the device system had been used to deliver baclofen, the date range of administration was not provided. The patient's current medications as of (B)(6) 2014 included oral oxycodone, hydromorphone, tizanidine, albuterol, clonazepam and medical marijuana. The preoperative diagnosis prior to surgery was "chronic back pain, malfunctioning intrathecal drug pump". The postoperative diagnosis was then listed as "occluded intrathecal catheter". The procedure consisted of removing the old catheter and replacing with a new intrathecal catheter. During the surgery, once the catheter was disconnected from the pump, the health care provider (hcp) saw no evidence of csf (cerebrospinal fluid) flow. The hcp then opened the lumbar incision and backed the catheter out by approximately 3 centimeters however no evidence of flow was seen still from the pump end of the catheter. The hcp then reconnected the pump and catheter and tried to aspirate from the aspiration port but was not able to aspirate any csf. That was when the hcp concluded the catheter was occluded and needed to be replaced. Following the surgery, the pump was filled with saline and set to minimum rate. A post operation follow up visit then occurred on (B)(6) 2014 at which time the patient reported she continued to have a lot of pain at the incision site. The patient also had concern of infection due to redness and some swelling at the abdominal incision site. It was noted "there is normally a small fluid collection at the surgery site and the redness appears to be caused by the tape/adhesive". The patient denied a fever, chills, nausea, vomiting, chest pain, calf pain or shortness of breath. It was noted the patient was in an extremely emotional state on the date of the visit caused by recent events involving her son's death six years prior. The patient's vitals during the visit were a blood pressure of 132/75, a pulse of 82 and a temporal artery temperature of 96.8. Inspections of the thoracolumbar spine and left abdominal region showed a nicely healing incision site with no signs/symptoms of infection or wound dehiscence according to the hcp. It was noted the patient's gait was "quite antalgic" and the patient ambulated in a forward stooped posture. It was unclear if this was related to the patient's device/therapy. At that visit, it was noted that hospital discharge instructions were reviewed. It was therefore unclear if the patient was and remained hospitalized due to the event. It was noted no neurosurgical follow up was necessary.

Event description:
It was reported that the patient had a granuloma on the tip of the catheter. It was noted that the patient was looking to get the catheter fixed or removed because they were having reconstructive surgery. At the time of report the patient would like the catheter fixed before they go for surgery. It was noted that there was saline in the pump because the patient¿s healthcare provider (hcp) could not get any spinal fluid from the catheter. It was reported that the patient was getting sick and did not want to take oral meds. It was noted that the patient did not know why it was taking so long to get the catheter fixed. It was reported that the patient had not been getting therapy from the pump and they have been slowly turning down the medication and in the last two months they changed the pump over to saline. It was later noted that the patient¿s pump was changed to saline two weeks prior. It was noted that the patient loves when their pump works because it was the only thing that helps the patient¿s pain. It was reported that the patient was going to have their discs fused up between their shoulders to her lower back at the time of report. It was later reported that the patient is scheduled for a revision. It was reported that the patient¿s pump was being used to infuse saline. Additional information has been requested, but it was not available as of the date of this report. Refer to manufacturer¿s report 3007566237-2010-03340 for previous granuloma.

Event description:
Additional review identified that information from manufacturer report # 3004209178-2014-03567 belongs with this manufacturer report. The information is provided below. If additional information is obtained regarding this event, it will be reported under this manufacturer number. [It was reported for the prior year or more nothing had been flowing thru the catheter. It was noted that they could not pull all of the patient's dilaudid and bupivacaine out of the catheter, and it was noted that it was not patent. It was reported that the patient has had granulomas for the prior 7 years. It was reported that the patient's pump was being used to infuse saline.]